Event description:
This is a new device that was removed from the box and powered up. During the power sequence, the device lead screw did not turn in short steps as expected. Instead, the lead screw began to turn continually. The device was not used in a clinical setting and there was no patient involvement.

Manufacturer narrative:
The suspect device was returned and evaluated. The fault has been confirmed; the leadscrew was continually turning when the device was switched on. The fault was caused by sw3 not switching on, causing the motor to continually turn, the motor would eventually stop when the primary guard circuit cut in to switch the device off.